Event description:
It was reported that the procedure was performed to treat a lesion with 90% stenosis in the left circumflex (lcx). The 190cm ht balance middleweight (bmw) universal ii guide wire (gw) was advanced into the patient anatomy. Pre-dilatation was performed, using an unspecified balloon dilatation catheter (bdc), followed by implant of an unspecified stent. Post-dilatation was performed with an unspecified bdc; however, during withdrawal of the bdc, the bdc felt resistance with the gw. With some effort, the gw and bdc were retracted from the anatomy as a single unit. The gw polymer coating was noted to be sticky, inconsistent and peeling. No polymer coating was noted to be left in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty removing the balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. In this case, it is possible that the guide wire sustained damage during delivery of the balloon catheter, resulting in peeled/delaminated core and difficulty during removal; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.